Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited undersensing with a delay in therapy which was less than 30 seconds. The ventricular tachycardia (vt) and ventricular fibrillation (vf) could not be converted. A revision procedure was performed and the device was repositioned. No additional adverse patient effects were reported.